Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 250-300 (mg/dl) and high ketones for 2 days. Customer administered a correction with the pump and a manual injection to treat their bg level; however, bg level remained elevated and customer went to the emergency room (ER). Customer was treated with intravenous fluids and released with a bg level of 197 (mg/dl). Reportedly, customer continued to experience elevated bg levels on (B)(6) 2016. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer typically uses humalog in the pump cartridges for up to 4 days at a time; however, the cartridge at the time of the call had only been in use for less than 2 days. Customer indicated that they will change their site and contact their health care provider to discuss diabetes management.